Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced an occlusion while using a contact detach infusion set on the ilet bionic pancreas and resolved the issue only after completing a full supply change; troubleshooting and education were provided, including instructions on disconnecting for a fill tubing procedure, but the user elected to change all supplies. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed obstruction of flow and a deformation problem associated with the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.